Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, after pre-dilatation was performed via radial access, a 2.25x15 rx xience prime stent delivery system (sds) was advanced to a non-calcified lesion in an unspecified non-tortuous coronary vessel without resistance. While attempting to inflate the balloon to deploy the stent, the balloon failed to inflate and blood was noted to backflow into the inflation device. No leak was found any where on the device; however, a leak was suspected. The sds was withdrawn from the anatomy without resistance and the xience prime stent was confirmed to be firmly crimped on the balloon. Another rx xience prime was used without difficulty. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation issue and the leak were confirmed. Based on visual, functional, and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.